Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient to use second transmitter. No additional patient or event information is available.